Event description:
New information notes externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 39.8-39.9cm and 43.3-43.7cm from the distal tip, consistent with lead friction to another device or a feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 8.0-13.7cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.3cm from the distal tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. Patient condition is good.

Event description:
It was reported that review of the data showed noise detected as vf by the ICD. No inappropriate therapies were delivered. Lead damage suspected. Tech support recommend that the lead be evaluated. The physician opted to reprogram the device.